Manufacturer narrative:
H3: product analysis found that the device was placed in a double resealable bag and returned in a large plastic sleeve. There were traces of contamination observed at the distal end of the device, and piece of clear tape was observed on the tube/clamp shell. There were also scratches observed on silver trace pads. A syringe was used to inject 15cc of air into the cuff, and the cuff could not stay inflated. Furthermore, the cuff was submerged in the water for leak observation, and leak was detected coming from the cuff. The cuff was punctured. The device failed due to defective condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b17 <(>&<)> fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the anesthesiologist found that the cuff was damaged. An inflation/deflation test was performed before intubation. 5ml was administered, but inflation failed. An additional 5ml was added, but inflation still failed. After three attempts, the cuff still didn't inflate. Based on the actual situation, it was determined that the cuff was incapable of inflation. There was no patient involved.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.